Manufacturer narrative:
D10 concomitants: (B)(6) 300-30-06 - equinoxe preserve stem 6mm (B)(6). 320-01-38 - equinoxe reverse 38mm glenosphere (B)(6) 320-10-00 - equinoxe reverse tray adapter plate tray +0 (B)(6) 320-15-01 - eq rev glenoid plate (B)(6) 320-15-05 - eq rev locking screw (B)(6) 320-20-00 - eq reverse torque defining screw kit (B)(6) 320-20-18 - eq rev compress screw lck cap kit, 4.5 x 18mm (B)(6) 320-20-22 - eq rev compress screw lck cap kit, 4.5 x 22mm (B)(6) 320-20-30 - eq rev compress screw lck cap kit, 4.5 x 30mm (B)(6) 320-20-34 - eq rev co. The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/ technique. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported that this patient's shoulder was revised approximately 7 years 8 months post initial operation. Subsequently, the patient came back in due to decreasing range of motion. Wear was also observed and occurred after the primary surgery. Patient was revised to a to an expanded 38 glenosphere and a new 38mm +0mm poly. Patient was last known to be in stable condition following the event.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: h6. MDR section codes updated/corrected: b. The revision reported was likely the result of prosthesis wear. Additional reasons for the reported revision may be decreased range of motion and inclusion of the polyethylene in the packaging recall. However, the reported wear and decreased range of motion cannot be confirmed as the devices were not returned for evaluation and images were not provided. Potential contributions of patient or user-related issues to the event cannot be determined from the reported information. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.